Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that solenoid lv25 was defective. The fse replaced the solenoid, which repaired the partial aspiration errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating partial aspiration errors. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.